Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, thermal damage was observed to the system board and the device to failed power on. The thermal damage was contained to the system board. The device's system board needs replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device's lcd was blank. The device's lcd needs replaced to address the issue. During the evaluation of the device, the flow sensor assembly was observed to be broken. It was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, thermal damage was observed to the system board and the device to failed power on. The thermal damage was contained to the system board. The device's system board needs replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device's lcd was blank. The device's lcd needs replaced to address the issue.